Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Contact reported that the customer had a blood glucose (bg) level of 278 (mg/dl). Contact reported that the customer will deliver a bolus to treat their bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Contact reported that the customer will continue to use the pump, and stated that they have insulin pens available for alternate insulin therapy if needed.